Event description:
This is the manufacturers second follow-up report to provide additional info status involving a product advisory remedial action..

Event description:
The 8 dct device was returned to the MFR on 3/25/1999 for decontamination, analysis and investigation. The device eval results are recorded on section h. Of this report.